Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: during the investigation, a review of the black box showed evidence of a cs011 alarm. Investigators were unable to exercise the pump for 24 hours and adequately investigate the complaint due to internal moisture damage, which was outlined in a separate report.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.